Manufacturer narrative:
Date of event: date of event approximated to (B)(6) 2021 based on the date boston scientific was made aware of the event.

Event description:
It was reported that stent migration occurred. A 12mmx60mmx100cm vici self-expanding stent was selected for a venogram procedure to be placed in a vessel measuring 10mm in diameter. The patient was being treated for venous compression/stenosis. During the procedure, the stent migrated distally. Femoral access was obtained, and the vici stent was dragged down with a balloon. A non-boston scientific stent was placed proximally through the vici stent. It was reported to be well apposed in the common iliac vein and the vici stent was apposed in the distal external iliac vein. Patient was reported as fully recovered.